Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy procedure. The stapler produced a failed staple line. Another device was used to complete the case. There was no consequence to patient.